Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, this customer complaint was downgraded to a non-reportable complaint. Upon call review of the technical support lead confirmed that the out of range signal was less than 15 minutes posing minimal risk to the patient. No further event of patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and smart device. Reportedly, smart device operating system was not a supported system. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined. Labeling indicates: the dexcom g5 mobile app is only compatible for select smart devices and mobile operating systems.